Manufacturer narrative:
A visual examination of the returned resolution clip device noted that the device was fully deployed and the clip was not returned with the device. The control wire was also noted to be kinked. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter. It was reported that the clip was limply hanging from the catheter. The procedure was completed with another resolution clip device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Mfg. Site name - (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter. It was reported that the clip was limply hanging from the catheter. The procedure was completed with another resolution clip device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.